Manufacturer narrative:
Product ID (B)(4) serial# unknown product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 additional information was received reporting that the patients weight at the time of the event was (B)(6) lbs., and that the replacement insr antenna had resolved the issue. The patient stated that the antenna failure lead to the issue of the ins depleting quickly and taking longer to charge. No additional patient symptoms, or additional device complications were reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for spinal pain as well as failed back surgery syndrome. Friend/family member reported they saw the 376 error code on (B)(6) 2018 and that the antenna was damaged. It was reported that the patient¿s ins was taking much longer to charge and the ins was depleting quicker than usual. Consumer reported they charged and it took forever and then ¿it ran completely dead so she put it on in the morning, charged it a little bit and after 4 hours still blinking at 25%.¿ it was reported that they let it charge for 8 hours and it was up to maybe ¾ and then lasted less than 24 hours. The next time they went to charge on tues afternoon it died. They then put it on and left it on all night and slept with it on and in the morning the ins was charged from 25-50%. Caller states they were gone for 4 hours, and when they got back home the ins was down to 0-25%. Consumer reported they turned stimulation off on tues when they were charging and it seemed like it was taking forever. The patient reportedly usually has their device on 6.0 or 7.0v depending on the circumstances. Patient had turned their device off but turned it back on due to pain but turned it down to 3.8v. It was reported that when they were charging the ins, they ¿actually lost ins battery charge.¿ the charging and depletion issues reportedly began within the last week. A replacement insr antenna was sent due to seeing 376 error code and it was reviewed this may be part of the reason charging the ins is taking so long. It was also mentioned to the patient that the ins depleting faster than normal may have something to do with a change in settings. No further complications reported/anticipated.